Event description:
It was reported that during a mammary procedure, the clamp arm was detached off when a nurse cleaned it. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.